Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead was attempted to be implanted but not used. The physician had difficulty advancing and retracting the lead for implant. Viewing the lead under fluoroscope, the proximal portion of the shocking coil appeared to be ¿stretched/unraveled/uncoiling.¿ the lead was removed and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated the exposed right ventricular defibrillation coil became extrinsically distorted due to pulling/stretching/overstress. There was blood on the distal conductor of the lead and it was not obstructed. The inner insulation of the lead was extrinsically breached due to a cut. The outer insulation of the lead was extrinsically breached due to a cut. The overlay tubing of the lead was extrinsically breached due to a cut. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.